Event description:
The customer reported out of range normal control solution test with test strips. On 3/26/97, the customer opened the second bottle from a box of 50 and performed a normal control solution test. The result was 19 mg/dl versus a normal control solution range of 122-182 mg/dl. The customer called the co customer support line and, with the rep, performed a normal control solution test. The result was 27 mg/dl. A check strip test was performed with the rep. The result was 84 versus a check strip of 70-93. The customer removed the desiccant upon opening of the bottle. The customer stated that he had not removed the desiccant from the first bottle and that the first bottle had performed accurately. The customer stores the test strips in the den.